Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for high-burden premature ventricular contractions (pvcs) with a thermocool smarttouch catheter and suffered a heart block av requiring permanent pacemaker implantation. During ablation, the patient went into complete heart block. Temporary pacing was initiated. Patient required extended hospitalization as a result of the adverse event to observe for restored cardiac function. On post-procedure day 3, the patient¿s condition worsened and a permanent dual-chamber pacemaker was implanted. On post-procedure day 4, the patient was reported to be doing well and was discharged from the facility. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.